Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with fully functional keypad. Keypad traces inspected and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons were not responding. Down arrow did not work at all. Harm requiring medical intervention was reported. Customer was able to access the menu screen. Customer stated using the up arrow allows them to navigate screens. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer states bolus menu was available and they are not seeing 0.0 when attempting to program a basal. Block mode was inactive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.